Event description:
It was reported that the customer smelled the insulin and there was a possible leaks, but the customer was unable to determine the location. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.